Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved and is no longer experiencing diabetic symptoms. Customer did seek medical intervention at the hospital on (B)(6) 2018. Customer was treated for hyperglycemia of 700mg/dl via insulin and IV and was discharged three hours later. Customer received the replacement meter but has not tested with the meter as of yet.

Event description:
Consumer reported complaint for e-5 and hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired, excessive urination, excessive thirst, and staging while walking. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of hi true metrix air meter. The test strip lot manufacturer's expiration date is 08/27/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history customer called in states her meter is reading e-5. While troubleshooting customer states feels tired, has excessive urination, excessive thirst, feels tired, and states that when she walks she staggers. Informed the customer her sugar may be over 600mg/dl. Asked customer to run a blood test and meter read hi. Asked customer if there was anyone home with her and she stated yes. Instructed customer to have friend take her to the hospital symptoms of high blood sugar and meter reading e-5 and hi. Customer stated that she just got her insulin after not having it for a while and that is probably why her sugar was so high. Customer is going to seek medical attention.